Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that high pacing threshold was observed on the lv lead. The lv lead was explanted and replaced with a competitor lead.